Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump stopped working. When the battery was removed and placed back, nothing appeared on the insulin pump's screen. Customer's blood glucose level was not reported. Two days before the insulin pump error the customer had been off the insulin pump since april because she was unable to get supplies. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.